Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. According to received information from the field service engineer the client has changed the nozzle units and the o2 sensor and it was confirmed from the client that the issue had been resolved and that the pre-use tests were successful. No part returned to us for investigation. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The o2 cell or sensor is mounted in a housing on the inspiratory pipe. This parts are measuring devices for the inspired oxygen concentration.

Event description:
Manufacturer's ref. #: (B)(4).